Manufacturer narrative:
A review of the manufacturing records was performed. There were no nonconformances in the device history records. There were no non-conformances within the sterilization records. Results of environmental control noted there were no environmental monitoring related non-conformances. The production order was not produced under deviation. There were no process and/or material changes within the order. Based on the manufacturing record review and historical review no deviations were found. The lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor saw at the patient's examination, that the intraocular lens (iol) had moved upward from the visual axis. Instead of at 5 degrees, the whole iol shifted upward to 45 degrees, parallel the 5 degree mark. There was no rotation involved. The doctor confirmed that after inserting the intraocular lens, there was a complete 360 degrese apposition noted on slit lamp findings. Further examination on (B)(6) 2013, revealed upward dislocation of the lens to approximately 45 degrees. The doctor revealed that the initial implant procedure proceeded without any complications. Patient's uncorrected visual acuity on (B)(6)2013, was 20/100 uncorrected. It was recommended to exam the patient's optic with a gonial prism to note if there was any zonular dehiscence. The doctor would complete the required investigations and perform a secondary procedure to correct the dislocated lens when necessary (date not provided). The doctor examined the patient's optic and there was no zonular issue. Further, the doctor stated she would perform a secondary procedure to redial the lens into position. Doctor performed a secondary procedure to reposition the lens on (B)(6) 2013. It was stated that there was plenty of room to move the iol as the haptics were lodged almost horizontally. She did not note any zonular dehiscence. The original implant date of the intraocular lens was not provided. No further information was provided.

Manufacturer narrative:
The patient was seen for their one year follow up visit on (B)(6) 2015. The following updates were provided by the physician: the patient's visual acuity: right eye (od) cc20/25, left eye (os) cc20/25-, intraocular pressure (iop), right eye: (od) 18, left eye: (os) 18, macula: grossly flat macula, pigment clumping on both eyes. Dry eye syndrome, both eyes (ou). Continue restasis and tears. Better with med glaucoma suspect, high risk. Discussed need for further evaluation with vf (visual field) and hrt/oct. Systemic lupus erythematosus. Presented with rashes. Long term/current plaquenil therapy. Some changes noted in vf (visual field) vf-10 red object even patient had stopped using plaquenil over a year time. Patient also stated she had not found plaquenil helpful in controlling her rashes. Ocular meds (final) restasis 0.05% bid ou (not taking). Refresh plus 1 gtt prn ou. Lotemax ophthal gel 0.5% 1 gtt qld. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Medications: restasis, tobradex 1gtt, quid, theratears, 1gtt prn ou, methotrexate sodium, proventil, folic acid, hydroxchloroquine sulfate, vitamin d3, amlopidine besylate. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: it was reported by the physician that patient was seen in follow up on (B)(6) 2014. Patient¿s reason for visit was for symptoms of dry eye syndrome (des), high risk glaucoma suspect. Visual acuity (va) with correction right eye (od) 20/20 os 20/25+. Intraocular pressure (iop) in both eyes (ou) 16 mmhg. Examination of: optic nerve ou: no disc edema, no disc pallor; cup to disc ratio 0.6. Vitreous ou: clear retinal vessel ou: normal caliber macula ou: grossly flat periphery ou: no holes or tears; attached. Patient to continue restasis and artificial tears. Prednisolone acetate 1% ophthalmic suspension 1 drop four times a day os for 7 days was added to her regimen. Notes seem to indicate the patient had discontinued using plaquenil therapy to treat her connective tissue disease. Patient will be followed for glaucoma. Added catalog number. Added implant date. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
. Medications: restasis, tobradex 1 gtt, quid, theratears, 1gtt prm ou, methotrexate sodium, proventil, folic acid, hydroxchloroquine sulfate, vitamin d3, amlopidine besylate. All pertinent information available to abbott medical optics has been submitted.